Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 90% stenosed, 10mm long and 2.25mm wide target lesion was located in the diagonal branch (dx). There was also a lesion in the left anterior descending (lad) artery. Prior to advancing the forte guide wire to the lesion, the physician noted a bend in the very proximal end and tried to straighten with a hemostat. "When that did not work, he began bending the wire back and forth and when that didn't work, he grabbed the scissors and cut the bent portion of the wire." Without predilating, a 16x2.25mm taxus liberte atom stent delivery system (sds) was advanced over the cut forte guide wire but there was resistance between the cut wire and the sds. The sds was eventually advanced in the diagonal branch, however, when pressure was applied to the device, the endoflator would not go beyond 2atms. The balloon did not inflate and the physician "suspects that the guidewire poked a hole in the balloon when the sds was loaded." The sds was pulled back into the guide catheter and the stent dislodged in the diagonal branch but remained on the guide wire. A 1.5x8mm apex balloon catheter was advanced distal to the dislodged stent. The balloon was inflated to 5atms in attempt to pull the stent out. However, the 5atms applied to the apex balloon expanded the stent in the lesion and the physician chose to deploy it fully. He advanced a 2.25x12mm apex balloon and inflated it to 12atms. The proximal end of the stent was hanging out into the bifurcation of the diagonal and lad. A 2.5x12mm nc quantum balloon was advanced and inflated to 12atms to crush the proximal end of the stent along the vessel wall. Lastly, a 2.5x20mm taxus liberte stent delivery system (sds) was advanced to the lesion in the lad, overlapping the proximal portion of the first stent. The stent was post dilated with the 2.5x12 nc quantum balloon. No additional patient complications were reported and the patient's status is very good.